Event description:
The customer reported that the system had an overload fail error message and locked up. The customer was able to reboot and restore system functionality. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.